Event description:
It was reported that customer experienced high blood glucose (bg) level of 400 mg/dl that led to an emergency room visit and hospitalization in the intensive care unit. Customer received intravenous saline and insulin to address elevated bg level. Customer was discharged 4 days later on (B)(6) 2026 with the issue resolved and no permanent damage. Customer updated their pump settings to address the event. The customer continued to use the pump for insulin therapy.